Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product has been requested to be returned.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. No product was returned.

Event description:
On (B)(6) 2013, the patient's wife reported that her husband was in the hospital with an elevated blood glucose level of 691 mg/dl. At lunchtime on (B)(6) 2013 his blood glucose level was 118 mg/dl. His normal blood glucose range is 100-140 mg/dl. At 6:30pm his blood glucose level as over 400 mg/dl and he had not eaten yet. The patient bolused 24.6 units of insulin, but he does not think it was successful. At 11:30pm his blood glucose level was hi and he gave himself an injection of 15 units of insulin. The patient's wife then drove him to the hospital. He was given and IV of saline and insulin. The patient felt thirsty, but had no other symptoms of hyperglycemia. On the date of the event the patient changed the infusion set at 6:30pm and stated that blood came out when he removed the cannula. The patient thinks the infusion set was the cause of the elevated blood glucose levels. The patient uses a competitor's infusion set. Follow-up with the patient revealed that his doctor wants him removed from the infusion device because he does not feel that he is a good candidate for infusion device therapy. The doctor did not make any allegations against the performance of the infusion device. The infusion set and insulin cartridge had been discarded. The infusion device was not requested to be returned for evaluation.